Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was over delivering. The customer blood glucose level was 105 mg/dl at the time of incidence and the current blood glucose level was 161 mg/dl. The customer allege insulin pump was over delivering the insulin because customer noticed this when she exercises she had lows. Customer also stated during the last set change customer recalls insulin dripping or squirting from end of set before connecting at their site. Customer declined to troubleshot. The insulin pump will not be returned for analysis.